Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was transplanted on (B)(6) 2014. The patient had been doing fine and was not moved up to 1a status due to device issues. The lvad was noted as performing very well. However, the patient had a history of power spikes shortly after implantation with high lactate dehydrogenase (ldh) during most of the time he was on support.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.